Event description:
Pump was in "concentration, mg/mg" mode. Start up concentration was 0.1 mg/ml instead of 1.0 mg/ml. This was not adjusted to 1.0 by staff. Pump began delivering morphine at 10 times the correct rate, noticed by staff, stopped & corrected. Software bug in above mentioned mode of operation. All pumps have been programmed to different mode by biomed, (drug, concentration, mg, mg) mode.